Manufacturer narrative:
(B)(6). (B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely tortuous and severely calcified right coronary (rca) artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, upon the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. There were numerous kinks. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The balloon was pressurized to the rated burst pressure for five minutes with no indication of balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely tortuous and severely calcified right coronary (rca) artery. A 3.5mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, upon the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.